Event description:
In 2009, pt had an anal plug placed at about one week prior - which fell out partially. Dr removed plug. Dr. Took the button after it was cleaned, to consult with the sales rep from cooks.